Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that the defib conductor was distorted.

Event description:
It was reported during the implant procedure that the lead was not used as it was "hung up" in the safesheath during insertion. The lead was not implanted. No patient complications have been reported as a result of this event.